Event description:
Same case as: 2134265-2015-01871 and 2134265-2015-01872. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to perform automatic pullback. However, it was noted that the pullback button did not work. When the atlantis¿ sr pro was connected to the motordrive unit, pullback failure occurred. Automatic pullback was attempted for more than twenty times but to no avail. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 0000007951 to 0000005777. Device expiration date corrected from 10-feb-2040 to 10-mar-2036. Device manufactured date corrected from 26-sep-2012 to 29-oct-2008. (B)(4).

Event description:
Same case as: 2134265-2015-01871 and 2134265-2015-01872. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to perform automatic pullback. However, it was noted that the pullback button did not work. When the atlantis¿ sr pro was connected to the motordrive unit, pullback failure occurred. Automatic pullback was attempted for more than twenty times but to no avail. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. Device analysis revealed that the unit met specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-01871 and 2134265-2015-01872. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to perform automatic pullback. However, it was noted that the pullback button did not work. When the atlantis sr pro was connected to the motordrive unit, pullback failure occurred. Automatic pullback was attempted for more than twenty times but to no avail. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status was good.